Manufacturer narrative:
The investigation could not determine a specific root cause. Analysis of the calibration and qc data showed no indication of a reagent issue. Review of the instrument alarm information and performance testing data did not indicate an instrument issue. No adverse events occurred.

Event description:
The customer received a questionable human chorionic gonadotropin (hcg) result for one patient sample. The initial result was 0.739 miu/ml and was reported outside the laboratory. The physician questioned the result as the patient was pregnant and the sample was repeated. On (B)(6) 2013, the repeat result was 10000 miu/ml with a data flag. The analyzer automatically repeated the sample with a dilution and the result was 39488 miu/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The hcg reagent lot number was 16812401 with an expiration date of (B)(6) 2013. The field service representative could not find a cause. He checked all the voltages for the sampling system and all were within the specifications. He checked the alignments for the sampling mechanism and they were correct. He ran performance testing and all levels were ok and were all within the proper specifications. The customer ran patient samples and all numbers were within their acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.